Event description:
It was reported that a large volume intermate had small black spots in the ¿active side¿ of the pump. This was observed before filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection found a tiny dark brown speck approximately 0.15 square mm in size, embedded in the stress-member column which confirmed the reported condition. The tiny speck was not in the fluid path. No other test was performed. The particulate matter (pm) is embedded in the stress member plug; therefore, the pm arose from the molding process of the plug. As a corrective action, the quality alert was issued in the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 07/12/2013 and 07/15/2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.